Manufacturer narrative:
(B)(4). One unit was received with approximately 10ml of fluid in the bladder. Visual inspection and functional leak test on the unit noted leakage (backflow) at the fill-port (not at the luer cap).the sample was subsequently disassembled for examination. As a result, a glass fragment (approximately 1.3 mm in size) was found under the check-band. Based on the finding, the reported leak condition was caused by a glass fragment. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a leak was observed at the luer cap in an infusor during an infusion. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.